Event description:
The customer reported that when they connected a new mp1000c to the PICC line, and flushed the line with saline, they noticed a leak from the male part of the luer lock. From the reported info, there was no indications of serious injury to the pt or user as a result of this incident. No add'l info provided.

Manufacturer narrative:
(B)(4). Although requested, the device has not been rec'd. A f/u report will be submitted with failure investigation results should the device be rec'd for eval.